Manufacturer narrative:
Visual inspection noted that the tap was fractured on the threaded portion of the instrument. It was sent to the lab in order to perform fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the part. Results show a plastic deformation and torsional shear markings following a circular pattern around the cannulation . This suggests the tap underwent a quasi-static torsional shear failure. A review of the device history record for the viper2 6mm self-drilling tap found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month complaint trend analysis for the viper2 6mm self-drilling tap was conducted on the product code, as any change in size or diameter would change the forces placed on the threads. In this case, there was no harm to the patient but harm may occur if this fault were to recur. This failure mode has been identified in the post market surveillance report which was performed on november 14th 2013. In this document, it was determined that the benefits outweigh the risk of this failure mode. As such, no further trending action will be taken as a part of this complaint file. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the viper2 6mm self-drilling tap fracturing during use cannot be positively determined. However, the fracture analysis report shows evidence of a plastic deformation and torsional shear markings following a circular pattern around the cannulation . This suggests the tap underwent a quasi-static torsional shear failure. No corrective action/preventive action is required at this time as there has been no issues identified in the manufacturing or release of this device, therefore, this complaint will be closed with no further action required.

Event description:
It was reported that the physician was preparing the pedicle for screw at the l4-5 right side for posterior fixation. A jamshidi was used to target the pedicle, and a guidewire was placed thorough the jamshidi into the vertebral body after which the tap was placed over the guidewire into the pedicle. The physician felt the tap snap. Flouroscopy images confirmed that the tap had broken into two pieces. The distal portion remained over the guidewire. To retrieve the proximal part, the surgeon cleaned the bone around the tap and used a ronguer to backout the tap and guidewire. There was no delay in surgery exceeding 30 minutes.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.